Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 415 mg/dl at the time of incident. Customer treated with insulin pump. The customer also reported that the insulin pump had insulin flow block alarm. Customer reports insulin exits with the fill tubing. The customer stated that insulin pump not in auto mode due to occlusion alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.